Event description:
On (B)(6) 2015, the lay-user/patient¿s relative contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio iq meter was testing in memory mode. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the reporter on (B)(6) 2015. The reporter stated that the alleged meter issue began at an unspecified time on (B)(6) 2015. It is not known how the patient manages their diabetes or if they made any changes to their usual diabetes management regimen in response to the alleged issue. The reporter was unable to confirm if the patient developed any symptoms as a result of the alleged issue however confirmed that the emergency medical services were contacted on the morning of (B)(6) 2015 due to an unrelated health issue and claimed the patient did not require any treatment. At the time of troubleshooting, the customer service representative (csr) educated the reporter on the correct testing procedure and walked the reporter through a retest. The alleged meter issue remained unresolved. Replacement product was sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.